Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 50 mm diameter abdominal aortic aneurysm and internal iliac artery aneurysm. The aortic neck was 19 mm in diameter proximally and 21-22 mm distally with a 90 degree angulation. The endurant bifurcated stent graft was implanted anterior to the neck tortuosity followed by the endurant limbs and the procedure was completed without an endoleak. It was reported that a type ia endoleak due to an unknown cause was confirmed one week post implant and the decision was made to perform intervention and the patient was being monitored. The patient was brought back and the angiogram was done at the proximal end of the bifurcated stent graft; however, an endoleak was not confirmed. The physician decided to add an endurant 23/23/49 cuff because additional treatment is better than doing nothing. The procedure was completed successfully. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).